Event description:
The customer reported a fast stop activated error message. This error caused the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.